Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during testing, an 'oxygen sensor bad' alarm occurred. Upon trouble shooting this issue was resolved. There was no pt involvement reported.